Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat crease. A leak test was performed and no leakage was found. A microscopic analysis was performed which identified no openings. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.